Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.

Event description:
It was reported by the clinician, that during preparation, a new helium bottle was screwed into the autocat 2 wave balloon pump. The clinician reported the helium could not be found on the screen and reported "funny noises" when shaking the bottle. The bottle was assumed to be empty.